Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricle (rv) lead was not successfully implanted due to product performance issue. No adverse patient effects were reported.